Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was sucessfully implanted. On (B)(6) 2025, a follow up transesophageal echocardiogram (tee) showed the amulet was migrated more proximal and disc is not flush with the coumadin ridge. The amulet was more canted on the anterior side in the 135 tee view. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Follow-up imaging 45 days after the implant showed the amulet migrated more proximally. One image and one video were received which appeared to show the amulet device migrated almost completely out of the laa, hanging onto the mitral aspect and free on the pulmonary vein aspect. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.